Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces.no button error alarm during our testing. Unable to perform any tests due to buttons unresponsive. No moisture damage noted on electronics assembly. The insulin pump cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer confirmed that the device was recently exposed to rain. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.